Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The replaced oxygen gas module which regulates the inspiratory air gas flow to the patient has been returned for investigation. The reported flow transducer test was reproduced during test of the returned oxygen gas module in a reference ventilator. Performed pre-use check failed the flow transducer test since the oxygen gas module was delivering less flow than intended. During ventilation alarms for low oxygen concentration were generated. The failures were caused by a drifting delta pressure transducer which is part of the flow measuring in the oxygen gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which in turn may lead to failures in pre-use check and activation of alarms during ventilation. The root cause of the pressure transducer¿s offset drift has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #:(B)(4).